Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735339r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system could not track instruments. There was no patient present when this issue was identified.

Manufacturer narrative:
The camera was returned to the manufacturer for analysis. Functional testing determined that the psu powered up on the test bench with the amber fault light on. A check of the event log showed a low battery voltage message from oct 2019. The psu also failed an accuracy test at .38 mm with a passing threshold of .35 mm. The psu housing has many scratches and has yellowed considerably. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.